Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va01qgd, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient met with a representative yesterday ((B)(6) 2014) for reprogramming. For close to 6 months prior to yesterday the patient hadn't had stimulation from the device. The patient noted that "apparently it was totally dead." The representative did reprogramming and got it working. When the patient got home yesterday it started to bother her and she shut it off. The patient wanted to know how to turn it back on. The patient successfully turned stimulation on and down to 0.6v. The patient noted that 6 months ago "a wire became disconnected" and she was feeling a "crazy sensation" in her abdomen. The representative did some reprogramming and left, and when the patient got up it "shot a bolt of lightning" through her. The patient had been fearful of it since then. If additional information is received, a follow up report will be sent.